Event description:
It was reported that the pump touch screen was frozen and unresponsive. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.